Manufacturer narrative:
Investigation: this affected batch lot# 7019422. There was not any abnormality on machine setting, slitting blade width and change frequency,septum washing, septum insertion depth, curing temperature and time for lubed needle, packaging and sterilization process recorded. During factory production, there are no abnormal records related to defects. Check the actual samples and the unused samples with the complaint batch for the customer. The actual sample septum small holes and large holes are not closed. Performed leakage test on 220 unused samples from the affected lot that were returned by the customer. Found 4 out of 220 samples with leakage when subjected to system pressure of 45 psi which failed the specification. Ten (10) retained samples from the affected batch were tested for leakage test to 45 psi system pressure per product specification. No leakage was observed in all retained samples. The septums were also inspected under 10x microscope and no abnormality was found. The septum hole is not closed due to the aging of septum. In conclusion: the affected products could have been subjected to higher temperature than usual during the record hot summer. The factory is fully investigating such defects. Thorough investigation followed by corrective and preventive actions will be conducted and implemented in the CAPA# (B)(4). Confirmed: bd was able to duplicate r confirm the customer's indicated failure mode.

Event description:
It was reported that blood leaked from the bd intima-ii¿ closed IV catheter system. There was no report of injury or medical intervention.